Event description:
While using cutting loop to cauterize prostate tissue for transurethral resection of prostate surgery, all of a sudden the pt jerked, physician used the loop a few more times and then pt's legs kept twitching. So he removed the loop to inspect it and discovered that it had broken. Physician finished the case with a different brand.